Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4)

Event description:
The consumer reported that he was having problems with the device and feels the battery may be losing charge. The patient feels like at first it worked really well, but after changing batteries it doesn't seem to be working as well. He is disappointed with it and wants to program it. The patient said that during his trial he got frequent calls asking him how it was working and other questions and now he cannot get anyone to help him. The indications for use were non-malignant pain and degenerative disc disease/herniated disc pain. No patient symptoms reported. If additional information is received a follow-up report will be sent.